Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the device by zimmer biomet taiwan on 21 august 2019 revealed the sample mesh passed. The roller, cutter, and side plates were worn. Repair of the device was performed by zimmer biomet taiwan on 5 may 2020 which included replacement of the roller, cutter, and sideplates. The device, serial number (B)(6), was then tested and functioned properly. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of the device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that a repair was needed, as the device was taking skin unevenly. Event occurred during kit inspection. No adverse events were reported as result of this malfunction.